Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided adapter caps were returned attached to the dialyzer. Blood was present throughout the dialyzer. The returned sample was subjected to a laboratory bubble point test. A leak was detected at approximately 90° on the non-cavity ID end of the dialyzer, with the dialysate ports situated at 0°. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment was identified at the location of the leak, on the non-cavity ID end. The fiber fragment measured approximately 0.20 mm in length. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. The inferior surface of both polyurethane potting ends was examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported internal blood leak was found to be due to a potted fiber fragment.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred immediately at the start of a patient¿s hemodialysis (hd) treatment. The blood leak was not visually observed; however, upon follow-up it was confirmed to be internal. The unit¿s facility administrator (fa) provided further details during the follow-up call. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. A blood test strip was used and tested positive for the presence of blood. Fresenius bloodlines were also being utilized. No visible damage was identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reported to be 300 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.